Event description:
Patient presented to the physician with redness, swelling, and pain at the ipg site. Physician prescribed antibiotics. Patient presented back to the physician with reoccurring symptoms and drainage at the chest incision site. Physician prescribed another round of antibiotics. Patient presented back to the physician with continued pain and drainage at the ipg site and possible infection at the chest incision site. Physician brought the patient into the or, removed the ipg, flushed the chest pocket, placed the ipg back in the pocket, re-sutured, and closed.

Event description:
Patient presented back to the physician with an infection at the ipg site. Physician brought the patient into the or and removed the entire inspire system. Physician prescribed antibiotics after the procedure was completed.